Event description:
Patient was revised to address poly wear (left side). All agility components were removed and a fusion performed. Update-further followup with the sales rep on 02-09-09 revealed that the patient was having pain, and that was the reason the fusion was performed.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the part and lot numbers required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.